Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the needle tip was broken during the first threading in rotator cuff repair surgery on (B)(6) 2017. The surgeon felt field of view was slightly poor and close distance to shoulder peak. However the surgeon attempted to use as usual. Then, the surgeon noticed that the tip was broken, and removed the broken fragment from the patient¿s body. The surgery was completed by using alternative needle (same article number). The surgeon is used to the operation and there is no trouble in one year recently. It was brand new and the first use when the issue occurred. No surgical delay and no harm to the patient were reported. Additional information received via email from the affiliate on 5-22-2017. There is no information available on how many passes the surgeon made before the needle broke.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the needle breakage could be that the needle hit bone. The user did state that while using the device the field of view was slightly poor and the device was close to the shoulder peak which could¿ve contributed to the needle breakage. Other than this possibility a specific root cause for this failure cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).